Manufacturer narrative:
The customer reported that the ECG is missing signals on the bsm (bedside monitor) and is sometimes noisy. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the ECG is missing signals on the bsm (bedside monitor) and is sometimes noisy.